Manufacturer narrative:
Continuation of d10:  3058 ipg implanted (B)(6) 2017 3889-28 lead implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implant the patient presented to the emergency department due to a possible syncopal episode. Upon review of the device transmission it was noted that capture could not be confirmed from the right ventricular (rv) lead or his bundle lead. It was also reported that the right atrial (ra) lead was undersensing resulting in appropriate atrial pacing. The rv lead, his bundle lead and ra lead remain in use. No further patient complications have been reported as a result of this event.